Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the unit is not getting an audible alarm, so the dealer will try and replace the on/off switch to fix the issue.